Event description:
Contact reported an operator error in priming the device resulting in the patient receiving more medication than intended. The customer contact reported that the pca tubing set was primed incorrectly. The pca tubing set was primed with dilaudid 1mg/ml "to the end, and connected to the patient's IV access site. A primary tubing set was primed with an unspecified "hydration" solution and was connected to the "y tubing" of the pca set to be delivered at a keep vein open rate via an unspecified infusion pump. The customer contact reported that approximately thirty minutes after the therapies were initiated, "the nurse was called into the patient's room because the patient was unresponsive. It was noted that the patient's repirations and pulse were present. The patient was treated with narcan 400mcg and "responede" the customer contact reported that upon initiation of the "hydration" therapy, the patient had reportedly received a "2.7mg bolus of dilaudid for the first dose". There were no reported adverse patient sequelae.